Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation alleges that patient had a lump in her left groin area which caused pain and swelling, and she was eventually diagnosed with metallosis. A CT scan showed a well-circumcised left iliacus mass. **update** (7/30/2012) - patient fact sheet was received. The part/lot numbers and doi have been updated and the right side has been added. There is no new information that would change the outcome of the investigation. **update** 3/27/2013- pfs received from legal. The dor was provided for the right side. There is no new additional information that would affect the outcome of the investigation.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges that patient had a lump in her left groin area which caused pain and swelling, and she was eventually diagnosed with metallosis. A CT scan showed a well-circumcised left iliacus mass. Patient is a resident of (B)(6). Update: ((B)(4) 2012) - patient fact sheet was received. The part/lot numbers have been updated and the right side has been added. There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
This report is still under investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 5/8/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note for the right hip indicated pain and synovitis. Lab results from (B)(6) 2012 indicated metal ion levels above 7ppb. The stem is being added for both hips. The complaint was updated on: 5/26/2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.